Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 1.06ng/ml which upon repeat on a different instrument gave a result of 0.012ng/ml. The erroneous result was not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lihep plasma and centrifuged for 3 minutes at 5600 rpm. Qc was within the established ranges on the day of the event. A field service engineer (fse) was on site (B)(4) 2009. A system check performed failed initially. Fse performed some repairs and primed the system and verification testing met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.